Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted implantable neurostimulator (B)(6) ngrc-ecaps  was evaluated during a reprogramming visit for pain therapy when high impedance was identified. A routine impedance check showed high impedance on electrode 7 with an impedance value of 40,000. Reprogramming was performed by adding an additional program that did not include electrode 7, and stimulation was still able to capture the painful areas. The issue was reported as ongoing and not resolved, the cause was unknown, and the patient was reported alive with no injury.